Manufacturer narrative:
The company service representative examined the system and found debris on the main objective lens. The company service representative cleaned the objective lens. The company service representative verified the energy settings in cataract and flap mode. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. While inconclusive, the debris found on the objective lens, which may have been a potential contributing factor to the reported event. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with central toxic keratopathy in both eyes post lasik. The patient is on a topical steroid taper, topical antibiotics and topical artificial tear drops. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.